Manufacturer narrative:
The device was not returned by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The exact root cause of the reported difficulty is unknown. Product unavailable for analysis

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion was located in the right coronary artery. The 2.75x32mmtaxus liberte drug eluting stent "slipped" off the balloon when it was moving inside the guide catheter. There were no patient complications. The physician completed the procedure with another 2.75x32mmtaxus liberte drug eluting stent. Patient status is reported as "good".